Event description:
While doing a laparoscopic gastric bypass it was noticed that the trocar was broken. The top portion that houses the valve was broken off from the cylinder portion where they join. Also, the tip of the cylinder was cracked and a portion of the platic was missing and apparently remains inside the abdominal cavity of the pt.